Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during implant procedure, the physician noted a kink at the end of the svc-coil. The lead was replaced.